Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Device had minor scratches on lcd window.(B)(4)

Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error and alarm could not be cleared. No significant events leading to the alarm. Blood glucose value was 222 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.